Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the impactor head fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. The patient did not retain any of the broken device. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the provided photograph identified a fractured black impactor pad. The impactor handle was not pictured. Due to the image quality, further analysis could not be performed on the fracture surface. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is confirmed via provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.